Event description:
The pt reported altered color perception following implantation of the lens in the left eye. Additional information received from the physician indicates post-op course was complicated by mild transient episodes of cystoid macular edema (cme) that was resolved after treatment with topical steroid and nsaid resulting in improvement of bcva. The lens remains implanted in the pt's eye. According to the physician, the pt achieved a better ca than expected given the pt's preexisting conditions (amblyopia).

Manufacturer narrative:
The lens remains implanted and was therefore not returned to b&l for eval. The device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Based on the current information, the exact cause of the reported event could not be determined. However, according to the physician, pts will notice loss of blue-purple spectrum filtration by the cataractous lens.